Event description:
It was reported that the up arrow key was not working properly. No further information reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.